Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult vasculature anatomy near the aortic valve preventing successful delivery of impella. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was planned to be implanted with an impella cp device for mechanical circulatory support. Patient was here with impella cp placed earlier from femoral approach and patient¿s anatomy caused the impella to kink due to angles. Impella cp was unable to flow appropriately. Dr. (B)(6) elected to explant and will now try percutaneous left axillary placement with new impella cp (reported under mwr: (B)(4). Dr. (B)(6) access to the left axillary via percutaneous stick and placed impella 14fr short sheath. He made multiple attempts to insert the impella cp across the valve but was unable due to patient anatomy. He then removed the short sheath and inserted the long sheath. He again made multiple attempts to navigate the vascular angles and insert impella cp but was unsuccessful. Impella cp aborted due to patient anatomy.